Event description:
My mother, a dialysis patient, was admitted to the hosp after having been released in 2008 due to a case of sepsis. She had to be readmitted at 1am 2 days later. She was having abdominal pain. After many tests, it was decided that gallstones were problem. Her gallbladder and appendix were removed late in the day on the same day. Her surgeon saw her on the morning of the procedure. Her surgeon saw her on the morning of the next day. He said everything looked good, no swelling. Her nephrologist ordered 1 hour of dialysis to be administered on the previous day, (day of procedure). She rec'd it late that night and died suddenly afterwards. I know that she rec'd heparin as part of her dialysis, administered at the hosp during her stay there, and at another hospital, and also received anti-coagulates numerous times in the hosp, facility administered the dialysis at the hosp. Her symptoms prior to admission and during her stay were nausea, vomiting, diarrhea, dangerously low blood pressure, arrhythmia etc. Most that matched those I have found listed on the internet in the press releases, etc relating to the baxter heparin complications. I am concerned that the heparin could have played a role in her outcome.